Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Results: damaged firing trigger teeth, damaged yoke teeth the device was received with the clamping and firing mechanism damaged. A cartridge was loaded in the device and it was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. A 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the device was closed but could not be reopened. It is unknown if it was fired. It is unknown how it was removed from the patient's tissue. The case was converted to an open procedure and contour device was used to successfully staple and cut. The procedure was extended by three hours. No other adverse impact to the patient was reported. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.